Event description:
Caller reported a continuous glucose monitor (cgm) error 42, and after executing a pump reset with the guidance of technical support, no further cgm error codes appeared. There was no adverse impact to the customer¿s blood glucose level. Technical support advised the caller to wait 20 minutes before starting their sensor session, which the caller understood and acknowledged.